Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose value of 268 mg/dl after reconnecting their device and pairing it with a g7 sensor. The user indicated they would continue to monitor their glucose and contact support if further assistance was needed.